Event description:
The device was returned for analysis.

Manufacturer narrative:
Customer reports: screw retracts when dialing the inpen. Per visual inspection: cartridge holder is cracked and cap does not lock in place. The inpen paired to the commercial app with small pairing dose. Inpen received with leadscrew 1/4 of the travel. The screw intermittently retracts into inpen when dialing a dose. The leadscrew advanced when 30.0u was dosed but retracted when dialing. Pending further analysis that will be performed at san diego location. In conclusion: per san diego analysis, inpen had debris lodged between the electronics housing and the dose knob causing retraction and extension of the lead screw while dialing. Inpen received cartridge holder cracked and damaged snap arms on front shell. Therefore, the customer complaint of leadscrew anomaly was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pen had lead screw anomaly. Customer reports screw is not moving as intended. The screw did not move when the button was pushed, the screw retracts when dialing the in pen. Customer also reported high blood glucose. Customer feel like the in pen is not dosing the right amount of insulin due to screw anomaly. Device was return for analysis.

Manufacturer narrative:
Customer reports: screw retracts when dialing the inpen. Per visual inspection: cartridge holder is cracked. Cap locks in place. The inpen paired to the commercial app with small pairing dose. Inpen received with leadscrew 1/4 of the travel. The screw intermittently retracts into inpen when dialing a dose. The leadscrew advanced when 30.0u was dosed but retracted when dialing. Pending further analysis that will be performed at san diego location. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.